Event description:
It was reported that insulin gauge on pump displayed amount different than expected, showing 0 units instead of caller¿s expected 44.6 units during cartridge fill. There was no reported impact to the customer¿s blood glucose level. Caller completed load process, received education to use recommended minimum volume when loading new cartridge, successfully filled and loaded new cartridge onto pump, and was advised to call back if issue occurred again, with no further action required.